Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bent light guide was caused due to a component failure of the light guide adapter. And chipped light guide bundle was caused due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, bent light guide and chipped light guide bundle were observed. The regional service center indicated that the most likely cause of the bent light guide was due to component failure of light guide adapter and chipped light guide bundle was due to component failure of the light guide bundle. There was no patient involvement.